Event description:
It was reported that a catheter was being placed into the right subclavian of a female pt. When removing the guide wire from the catheter, resistance was met and the guide wire began to unravel. As a result, both the guide wire and catheter were removed as one and a new kit was placed successfully. There was no delays in treatment and no pt death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for eval.